Event description:
It was reported that premature battery depletion was suspected on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) level when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.